Event description:
The customer stated that the cell-dyn sapphire analyzer generated elevated rbc and hemoglobin (hgb) results and low wbc and platelet (plt) results on one patient. The initial results were: wbc=1,840/ul, rbc=6.97x10e6/ul, hgb=21.0 g/dl, hct=64.5%, plt=93,100/ul. The sample was repeated with the following results: wbc=5,640/ul, rbc=3.10x10e6/ul, hgb=9.62 g/dl, hct=28.4%, plt=378,000/ul. The retest results were reported. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.